Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3670 drill guide and drill bit were received for investigation. Visual inspection identified that the drill bit was lodged within the guide, and was unable to be removed. Damage was observed within the guide, with an area of raised metal and plastic present. The observed condition is most likely the result of off-axis insertion of the drill bit within the guide, and/or through prying/leveraging the drill bit within the guide during use.

Event description:
It was reported that the drill for fibertak biceps implant got stuck in drill guide while removing drill from drill hole. No adverse effect to the patient.